Event description:
It was reported that during the initial implant procedure, the set screw on the device was unable to be tightened. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of set screw on device unable to be tightened was confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis revealed the left ventricular set screw was stripped and contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.